Manufacturer narrative:
A review of the dtf history does not apply. A review of the cpf history for the specific serial number machine in this complaint does not indicate that this has been a recurring condition since this specific serial number machine was released to the field. A secondary search of the dtf history for this product is not possible. The mes found the uf (ultrafiltration) pump thermal fuse to be opened (failed). The part was returned for investigation on 9/18/96. The returned thermal fuse was connected at an ohm meter. The meter showed 269.5 ohms, indicating that the fuse was bad. The reading on a good fuse is below 1 ohm. The thermal fuse was disassemlbed and it was seen that the wax had melted. A failed thermal fuse is caused by the wax inside the fuse melting, which causes the fuse to open. This is what the fuse is designated to do. Previous investigations have determined that the wax melts at the correct temperature. It is not known at this time what causes the wax to melt. Safety analysis: to help detect ultrafiltration pump thermal fuse failures and to verify the ultrafiltration system integrity, it is recommended in the centrysystem 3 operator's manual that autotest be performed: prior to the first treatment of the day, if the machine has been turned off, if a patient weight discrepancy is discovered, or after any clean, disinfect, acid rinse, or rinse function( p. 3-19, version 1995/10). The operator is also instructed to perform a kuf comparison of the calculated value to the actual value after the treatment begins. This verifies that the ultrafiltration rate is as expected. However, if the thermal fuse fails after the treatment begins, there is no alarm and the treatment could be completed with insufficient weight removal. The only indication of failure after treatment began would be a drop in the ultrafiltration rate. Follow up action: it is concluded that the failed thermal fuse caused the reported incident.

Event description:
During a dialysis treatment, there was no weight removal. The pt underwent an unscheduled treatment the next day. The uf (ultrafiltration) pump thermal fuse was found to have failed.